Event description:
The patient stated she woke up with a blood glucose of 420 mg/dl and found her infusion tubing to be partially separated. She was able to change the infusion tubing and bolus to lower her blood glucose. Her symptoms of high blood glucose were thirst, frequent urination, and kidney pain, the patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.